Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator could not be interrogated due to a single bit flipped in the product code. When the product code was downloaded, normal function ensued.

Event description:
It was reported that prior to implant, the pulse generator could not be interrogated despite using two different merlin programmers.